Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast and blood in the inflation lumen. A pinhole was identified in the balloon wall 2mm from the distal edge of the distal markerband. Microscopic examination of the balloon and markerbands presented no irregularities in the balloon material that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).